Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) unanticipated x-rays and additional medical intervention to address the broken plate. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced pain in the area of the implanted plate after pulling a rope on his garage door on an unknown date. During a follow-up clinical visit on (B)(6) 2016, x-rays were taken and the physician discovered the 3.5mm locking compression plate (lcp) had broken. The patient originally underwent an open reduction internal fixation (orif) on (B)(6) 2015 to treat a clavicle fracture during which time the 3.5mm lcp was implanted. Revision surgery has not been scheduled at this time. This report is 1 of 1 for (B)(4).